Event description:
(B)(4). Heavy bleeding for weeks at a time with little break in between periods, severe cramping, cryoablation in (B)(6) 2015 to fix problem. Essure implanted (B)(6) 2013 and (B)(6) 2014.